Manufacturer narrative:
Product ID neu_leadcap_acc, product type accessory. (B)(4).

Event description:
Additional information received reported that due to the lead cap issue there was damage to the lead that was ¿so bothering¿ for the patient that the neurosurgeon decided to replace the lead.

Event description:
Additional information stated the patient recently had an operation on her shoulder (not related to dbs) and they planned to replace the lead when she fully recovered.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a lead cap failure. It was noted that there was a lead issue and damage detected when capping the lead. It was further noted that while removing the lead cap the contacts got damaged. It was also reported that there was no patient injury or adverse event and no action was taken. After implant impedances were reportedly measured and contact 0-1 was low, the rest were reported as normal. It was noted that no patient symptoms or injuries were related to this event. It was later reported that the patient was reprogrammed in monopolar setting left c-1. It was noted that impedances were normal, although the manufacture representative believed they are also "quick low." Therapy impedances were measured for both sides and were almost the same for left and right. It was further noted that ri gpi electrode had normal electrode impedance and no problems. It was also reported that the patient was doing very well and was recovering "really fast." It was noted that it was too early to comment on the patient¿s therapeutic effect as dystonic patients need time to adapt to therapy. Several days letter it was reported that the twisting occurred through surgical allocation, and that twisting occurred despite the mitigations provided in the field corrective action letter. No details were available from the doctor or his staff. It was noted that the manufacture representative did receive the field corrective action letter.

Manufacturer narrative:
(B)(4).